Event description:
Caller reported that a pump malfunction occurred, identified by malfunction code 16 and fault ID 16-0x20e6. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.